Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the scroll compressor needed to be replaced based on the error code #14 that was listed in the fault logs. The fse replaced the scroll compressor, tested the iabp to factory specifications and returned the unit to the customer for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an error message "iabp may require maintenance". It was later reported that the therapist noted that the iabp displayed that the compressor might need to be serviced; contact maquet. There was no patient harm or adverse event reported.